Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Sus voluntary event report #mw5065536.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery (cfa) using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. The arteriotomy was 6fr. Reportedly, when the plunger was removed the sutures were tangled with the foot. The proglide device was removed from the patient anatomy with the foot in the open position, causing damage to the artery. A cut-down was performed to repair the artery and achieve hemostasis following the tavr procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided. Received a sus voluntary event report number mw5065536 with the following additional information - event description: surgeon was performing a perclose on the pt's left femoral artery, the device was not able to complete the task. Sutures did not close the vessel. The artery needed to be surgically repaired. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed that the state of the device was consistent with the reported details. Further assessment of the reported difficulty retracting the foot was performed per site operating procedures; however a conclusive root cause could not be determined. A review of the complaint handling database found no similar incidents from this lot. There is no evidence to indicate that a wider population of product has potentially been impacted as this appears to be an isolated incident. Av will continue to trend the performance of these devices.